Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 17 mmol/l. The button error was explained to the patient. The customer has a back up plan per healthcare provider instruction. The customer insulin pump was not dropped nor bumped or expose on moisture. The insulin pump replacement is needed.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has received with cracked case at the display window corners, battery tube threads, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.